Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4). The customer returned a skin graft mesher for evaluation. Repair of the skin graft mesher was performed by zimmer biomet surgical on may 26, 2016 which included replacement of the damaged comb and damaged hardware. Skin graft mesher, (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The skin graft mesher was manufactured on january 27, 1999, and is over 17 years old at the time this complaint was generated. The previous repair report was reviewed and noted no related non-conformances, requests for deviation (rfd) or any other issues with the repair. The previous repair report review found no issues with the device after repair and all verifications, inspections and tests were successfully completed. Initial qa inspection of the skin graft mesher revealed that there were nicks and scratches on the mesher handle, side plates, and carrier guide. The latching pin engaged as intended and the comb was significantly deformed and there was damage to the comb tines on the right side. There was minor wear noted to the roller gear and the test mesh was unable to be performed due to the nature of the comb. It was also noted that the ratchet was bound up and would not rotate. No cutters were returned for evaluation. The reported event ¿that the unit was working intermittently¿ was non-verifiable as the device was returned with a bent comb and no testing could be performed to replicate the reported event due to this damaged component. Based on the information that was provided the root cause of the reported event could not be specifically determined. The IFU states that ¿to avoid damage to the comb, the comb must be in the horizontal position before the cutter is installed.¿ skin graft mesher was repaired, tested and returned to the customer.

Event description:
It was reported that the unit was working intermittently. Inspection of the device found that the comb was significantly deformed and damaged on the right side. No adverse events have been reported as a result of the malfunction.